Event description:
Philips received a complaint by the customer on the v60, indicating that there was an alarm for low tidal volume. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. The customer called in to report that an alarm for low tidal volume had occurred. The customer stated that the cooling filter was dirty and occluded. The customer performed a replacement of the cooling filter and confirmed the unit had passed all performance verification testing (pvt). The rse advised the customer if the unit was passing all pvt testing, then the low tidal volume alarms were causing by external issues at the patient, settings, or circuit. The investigation is ongoing.

Manufacturer narrative:
The customer called in to report that an alarm for low tidal volume had occurred. The customer stated that the cooling filter was dirty and occluded. The customer performed a replacement of the cooling filter and confirmed the unit had passed all performance verification testing (pvt). The rse advised the customer if the unit was passing all pvt testing, then the low tidal volume alarms were causing by external issues at the patient, settings, or circuit. Multiple attempts have been made to try to obtain further information about this case but no response received from the customer.